Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An abscess and buried bumper are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced "some infection around the tube" with no further information provided. On (B)(6) 2021, it was reported that during a tubing replacement on (B)(6) 2021, a buried bumper was found. On (B)(6) 2021 during surgery to remove the buried bumper, an abscess was found. It was reported that part of the stomach was cut out to remove the tubing and abscess. The patient was prescribed oral ceftriaxone and metronidazole and the tubing was replaced with non-abbvie branded tubing. On (B)(6) 2021, the patient was discharged from the hospital.